Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported suction was lost during flap creation on a patient's eye. The surgery was stopped. Surgery was completed after changing the patient interface. There was no patient harm.

Manufacturer narrative:
Without sample and logfile the root cause could not be determined conclusively. (B)(4).